Manufacturer narrative:
H.6. Investigation: during the documentary review, no quality events were recorded during the manufacture of the product, the batch was inspected and later released in accordance with the valid work instruction, however, the customer sends a photography sample which shows damage to the luer connection. This and similar damages are generated in the conveyor belts from the molding stage to marking by screws, nozzles or any other component that could cause a jamming in the cylinder. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no: 309657; batch no: 0098610. It was reported that rn's report leakage due to tip. Event description per email states: not safe for patient care. Tip appears damaged. Reports from rn's: leakage; tip sometimes not able to fit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no: 309657, batch no: 0098610. It was reported that rn's report leakage due to tip. Event description per email states: not safe for patient care. Tip appears damaged. Reports from rn's: leakage; tip sometimes not able to fit.